Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the loading process. The reported issue did not impact user's blood glucose (bg) level. However, the user reported a bg level of 300 mg/dl and stated that it was due to over eating carbohydrates the night before. It was confirmed that alternate insulin therapy was available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.